Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted via ventriculoatrial (va) shunt 8 years ago with unknown settings. On an unknown date, the valve was removed and replaced. Based on the information provided, it is unknown if the patient experienced any signs and symptoms. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the valve was visually inspected: no defects were noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to damage to the catheter a sharp or pointed object coming into contact with the catheter as only one part of the catheter was returned attached to the valve is was not possible for this to be determined.

Manufacturer narrative:
Additional information received: the correct type of procedure: vp shunt (initially reported va shunt). Since the peritoneal catheter(details unknown) was disconnected from the valve, the shunt was removed and replaced in (B)(6) 2022.

Manufacturer narrative:
Follow-up - correction report to update "device available for eval" field (d9).

Event description:
N/a.